Event description:
Terumo received the following information: it was reported that the tr band immediately deflated in recovery post procedure. The procedure performed prior to the use of the tr band was left heart catheterization. The device was not manipulated before use in any way, pre-use or during storage. The product was stored prior to use per instructions for use (IFU). The device was used for patient hemostasis and completely deflated 1-2 minutes after placed/inflated per IFU. The issues encountered during device use were rapid deflation, no other issues were noticed when inflating the tr band. The balloons were able to be inflated by the healthcare professional. The patient experienced hematoma. Other devices that were used in the access site were second tr band that was used to achieve hemostasis. Glidesheath slender was used for access. The procedure was completed with second tr band. The patient was stable.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rn cath lab supervisor. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.